Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose level of 32.5 mmol/l. The customer reported that he went to bed with normal blood glucose and woke up with blood glucose of 26 mmol/l. The customer reported that air bubbles are about a centimeter. The customer reported he bolused for blood glucose. Customer declined to troubleshoot for high readings. There were no leaks or air bubbles. There were no site or insulin issues. The reservoir will be not return for analysis.